Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the emergency room presyncopal with feeling lightheaded and shortness of breath. An electrocardiogram was performed and loss of ventricular capture was observed. It was further reported that loss of capture was observed again with change in patient position. A lead fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.